Event description:
Customer reported an emergency dept patient receiving a fentanyl infusion was not experiencing expected pain relief. The nurse opened the door of the pump and noticed dripping (leaking); the tubing was completely separated at the junction of the upper blue fitment. According to the nurse, the set appeared properly inserted and aligned without undue pressure, and appeared to have ben properly loaded into the pump. The nurse primed a new tubing set and was able to continue the infusion. There was no adverse event.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with eval results should the product be received.